Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of returned part result code (annex c) additional code added component code (annex g): remove g02005 and add g0201201 h3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator was producing "heavy smoke". The device was available for evaluation. Service personnel (sp) inspected the unit and found that the user interface (ui) printed ci rcuit board assembly (pcba) was thermally damaged and replaced the ui pcba. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One ui pcba was returned for analysis. A visual inspection of the returned part was conducted and found that the capacitor c174 had evidence of thermal damage. This user interface pcba was not installed into a failure investigation test ventilator to avoid further circuit damage. The cause of the event was isolated toto a faulty capacitor c174 on the ui pcba. The event is included in a data monitoring plan. A medical safety review was performed and the results show that reported associated harm(s) and severities have been reviewed and are properly assessed within the risk document. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator was producing "heavy smoke". The device was available for evaluation. Service personnel (sp) inspected the unit and found that the user interface (ui) printed ci rcuit board assembly (pcba) was thermally damaged and replaced the ui pcba. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The cause of the event was isolated in the field to the thermally damaged ui pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator was producing "heavy smoke". The patient was transferred to an alternate ventilator without injury.